Manufacturer narrative:
This MDR supplement is being submitted at this time as an outcome of an internal company audit conducted on product complaint handling. It was discovered that a MDR supplement was not submitted to FDA by previous qa/ra personnel, as required. Device evaluation details from (B)(4). The product was not returned, visual inspection was not performed and further information could not be provided. No abnormalities were found in production and inspection records of the product. Exact root cause is not determined. (Serial no.: (B)(4)-model pc-60ad).

Event description:
The trailing haptic detached upon insertion into patient's eye. The lens had to be explanted.

Event description:
The trailing haptic detached upon insertion into patient eye. The lens had to be explanted.